Event description:
The patient reported that he was at work and noticed that the outer tubing of his infusion set was broken at the luer lock. He stated he did not feel insulin leaking from the infusion tubing but he recognized the issue due to frequent visual checks due to the recall. The patient immediately changed his infusion tubing. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.